Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff had a hole in it. The customer reported that the patient was re-intubated.